Manufacturer narrative:
Of the 1 reported malfunction, the device was returned for evaluation. A lot history review was conducted and it was determined that a device history record (DHR) review was not required. A visual inspection found a partial break in the butt joint between the balloon and catheter shaft. Additionally, peeling pebax was noted on the barrel of the balloon. The investigation is confirmed for a break and for peeling pebax. However, the investigation is inconclusive for the reported balloon rupture as the balloon was unable to be fully inflated due to the break in the butt joint. It is possible that the user perceived the break as a rupture during use. However, the definitive root cause for the reported rupture or the identified joint break and peeling pebax could not be determined based on the available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model dr8064 pta balloon dilation catheter experienced a break, peeling, and material rupture. This report was received from one source. This event involved one patient with no patient consequences. The patient was male and patient age and weight were not provided.

Manufacturer narrative:
One device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model dr8064 pta balloon dilation catheter experienced a break, peeling, and material rupture. This report was received from one source. This event involved one patient with no patient consequences. The patient was male and patient age and weight were not provided.